Event description:
The device was used during an unspecified facial procedure. Reportely, the suture broke. The surgeon performed a reoperation the same day and applied another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.